Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon powering on" was confirmed during the functional testing and based on the review of the archive data. The root cause for the customer reported system error was an internal communication error. The system error was cleared using apvision3 software. Upon visual inspection, noticed a damaged front enclosure, unrelated to the reported complaint. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The front enclosure was replaced to address the observed physical damage. In addition, observed the load plate cover was defected with a hole, affecting the watertight seal. The observed physical damage is unrelated to the reported complaint as a result of user mishandling. The load plate cover was replaced to address the observed physical damage. The archive data review showed the occurrence of system error 132 (internal watchdog timeout) on the customer's reported event date, thus confirming the reported complaint. Based on the archive review, on september 3rd, 2022, the platform was powered on/off repeatedly several times. This might corrupt/damage the system and the archive files, and trigger the system error 132. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The ap vision software was used to reset the system error, followed by the installation of the latest firmware. Upon firmware install, the platform was re-evaluated through the run_in test using the test manikin and 95% large resuscitation test fixture (lrtf) equivalent to 280 lbs with good known test batteries until discharged without fault or error. The processor board was replaced in february 2020 to address the system error that was reported by the customer previously and despite intensive tests, the system error could not be reproduced after firmware installation. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.